Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that their quality controls were within acceptable ranges and no instrument errors were obtained during the event. A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse checked the incubation ring and photomultiplier tube (pmt) temperature, which were acceptable. The cse then inspected the wash separation manifold, checked the valves and tubing, and performed pmt dark count, which were acceptable. The cse also checked the sample probe and ran quality controls and precision testing, which were acceptable. The cause of the (B)(6), falsely elevated ca 19-9 result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A (B)(6), falsely elevated cancer antigen (ca 19-9) result was obtained on one patient sample on an advia centaur xp instrument. The (B)(6) result was reported to the physician(s), who questioned it. The sample was repeated twice on the same instrument, resulting lower both times and matching the clinical picture of the patient. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the (B)(6), falsely elevated ca 19-9 result.